Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset "during the last days." The patient had difficulty during and after insertion of the cannula and he experienced pain. No adverse event was reported. The infusion set was requested to be returned for product evaluation.